Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test during pre-use check. The issue has been confirmed in problem description. There was no further information provided on how the issue was resolved or to what was related. No parts or logs were returned for investigation. The root cause of the issue has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test during pre-use check. Based on further information provided, the issue was resolved by replacing o2 cell. The issue has been confirmed in problem description and service report. No parts or logs were returned for further analysis. The root cause of the issue has not been determined.

Event description:
Manufacturer ref.#: (B)(4).